Manufacturer narrative:
Continuation of d10: product ID 5076-58 lead; implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited out of range (oor) high impedance, varying impedance, intermittent capture, no capture, high thresholds and lead perforation. The patient experienced chest pain and pleural effusion related to the rv lead and crt-p. Reprogramming was performed. Two days later it was reported that there was another rv lead perforation and that the left ventricular (lv) left bundle branch lead dislodged - extravascular lead anchor sleeve slippage. The rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.